Event description:
It was reported that the physician was using the dartfire screws and had a very difficult time getting them to bite enough for fixation. He ended up burning several screws and was not at all happy with the result. This caused a delay in or time and resulted in a less than adequate correction for the patient. The physician was able to finally get two screws to work correctly.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed.  A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.